Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating customer loaded the cartridge and the insulin gauge displayed 85 units. After delivering a bolus and insulin throughout the night, the insulin gauge stayed at 85 units. Reportedly, the customer's blood glucose level was impacted.